Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8835, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient who was receiving ziconotide at an unknown dose and concentration via an implantable infusion pump for non-malignant pain. It was reported that the patient thought their pump had moved. The patient reported they had trouble finding the pump with the personal therapy manager (ptm) to give themselves a bolus. The patient stated they felt like the pump moved up against their spine and had given electrical shocks down the spine and into the leg. It was reported by the patient that it took them 6 times to get the ptm to find the pump to deliver a bolus. It was stated about a month ago prior to (B)(6)2017 the pump had flipped and the pump movement started a couple of days prior to (B)(6) 2017. No further complications were anticipated/reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. On (B)(6) 2017 the patient stated they felt the pump had moved because they could "feel the outline and couldn't before." The hcp evaluated the pump and said it was in the proper position. The hcp told the patient it was normal to feel the outline after a seroma had resolved. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.